Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient reported implant was taking over 3.5 hrs to charge fully, implant would show charging excellent or good recharge quality but then would go to 'no device found' during charging session, resetting controller doesn't resolve issue [controller works wirelessly and charges from ac power supply like normal]. Patient reported that implant turned off on it's own once during the time of the implant charging issues, patient said that she had finished charging implant and had disconnected equipment from body and wasn't near equipment when she felt stimulation go off suddenly. Patient got controller out and said controller said stimulation was off and she was able to turn stimulation back on. Patient noted that she always turned stimulator off while charging implant battery. During call pss had patient check equipment for any physical damage, none was seen. Controller was at 100% and connected with implant wirelessly like normal. The issue was not resolved. An email was sent to the repair department to replace the device.